Manufacturer narrative:
Reporting address & institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported that the ventilator had an error code indicating blower temperature high. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service provider (sp) inspected the device and confirmed the reported issue. The sp replaced the blower to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.